Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Subsequently, it was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level was 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.